Event description:
Customer reported the alarm failures did result in a patient incident, but more of a near miss situation. The alarms did not trigger the large-scale alert to the main nurses station (no signal to nurse call system), they were only audible near the room they were placed in. Staff did not receive pager alerts from nurse call to let them know the alarms were going off. Patients were high fall risk but we were able to respond quick enough (we were near the rooms at the time) to avoid patient falls. (B)(6).

Manufacturer narrative:
H3: visual findings did not observe any damage to the unit. Evaluation of the returned product found the unit to be functioning according to manufacturing specifications and passed all functional testing. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).